Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation as the reported incorrect size of the device and mechanical issue may have caused the reported patient symptom of urinary retention.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to urinary retention. It was determined that balloon needed less saline and the device was the incorrect size for the patient. The device was retained by cutting the connector and draining the balloon, then re-inflating with less saline. A new connector was used. The patient was catheterized to drain the bladder. There were no further patient complications.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to urinary retention. It was determined that balloon needed less saline and the device was the incorrect size for the patient. The device was retained by cutting the connector and draining the balloon, then re-inflating with less saline. A new connector was used. The patient was catheterized to drain the bladder. There were no further patient complications.